Event description:
It was reported that bd plastipak¿ concentric luer lock syringe contained foreign matter in the syringe. The following information was provided by the initial reporter: "on a batch of the bd plastipak 50 ml batch 2110137, it is noticeable that there is an excess of silicone oil on the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe contained foreign matter in the syringe. The following information was provided by the initial reporter: "on a batch of the bd plastipak 50 ml batch 2110137, it is noticeable that there is an excess of silicone oil on the plunger."

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe contained foreign matter in the syringe. The following information was provided by the initial reporter: "on a batch of the bd plastipak 50 ml batch 2110137, it is noticeable that there is an excess of silicone oil on the plunger."

Manufacturer narrative:
H6: investigation summary: twelve samples and one photo were provided to our quality team for investigation. Through visual inspection of the photo, silicone can be observed, however, it cannot be confirmed it is in excess. All physical samples were evaluated, no excess of silicone or other foreign particles can be observed in any of the samples. A device history review was performed for reported lot 2110137, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.